Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
According to the reporter, the patient terminated treatment the previous night prior to completion due to repeated m31 - air detected in cassette warnings, and abdominal pain. The patient stripped down the cycler and noted there was fluid on the cassette and in the cycler's pump compartment. The cycler will be replaced. The patient's reported pain was due to a large fill volume not being drained completely. He was directed to increase his drain time. He completed treatment on the night of the reported event with manuals. No medication was prescribed for the pain. There was no iipv (increased intraperitoneal volume) reported.

Manufacturer narrative:
The actual device was returned to plant manufacturing for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed. No fluid leaks in the test cassette during the test treatment.

Event description:
According to the reporter, the patient terminated treatment the previous night prior to completion due to repeated m31 - air detected in cassette warnings, and abdominal pain. The patient stripped down the cycler and noted there was fluid on the cassette and in the cycler's pump compartment. The cycler will be replaced. The patient's reported pain was due to a large fill volume not being drained completely. He was directed to increase his drain time. He completed treatment on the night of the reported event with manuals. No medication was prescribed for the pain. There was no iipv (increased intraperitoneal volume) reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of the device.

Event description:
According to the reporter, the patient terminated treatment the previous night prior to completion due to repeated m31 - air detected in cassette warnings, and abdominal pain. The patient stripped down the cycler and noted there was fluid on the cassette and in the cycler's pump compartment. The cycler will be replaced. The patient's reported pain was due to a large fill volume not being drained completely. He was directed to increase his drain time. He completed treatment on the night of the reported event with manuals. No medication was prescribed for the pain. There was no iipv (increased intraperitoneal volume) reported.